Manufacturer narrative:
Customer did not provide implant article or lot numbers. Attempt #3 -phone call to office - left message requesting implant information. (B)(6).

Event description:
The clinician reports the implant was inserted (B)(6) 2024 in the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.